Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of production records for the reported lot was performed and revealed no manufacturing nonconformities that would be related to the reported issue. It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after an interventional procedure using a 9f sheath. It should be noted that the prostyle instructions for use (IFU) states: for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis or the absence of performing the preclose technique would not contribute to a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494 - indication for use

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after an interventional procedure with a 9f sheath. Reportedly, the suture was not present when the plunger was removed. A new prostyle device was used to achieve hemostasis. It was noted that only one prostyle device was used, and the pre-close technique was not used when closing with a sheath size greater than 8f. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.